Event description:
Due to numerous medical problems after syncar implant attempts were made to identify all materials used in mfg syncar implant. Only info found by pt and FDA was in an enclosed letter by surgeon to engineer at the vitek co (not defunct). Pt wrote state board of dentisty requesting info they may have. Path report not available.